Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (intravenous, dose and frequency not reported, duration not reported but stopped at the time of this report) and a second unknown antibiotic (intraperitoneal, dose and frequency not reported, duration not reported but ongoing at the time of this report) for peritonitis. Dianeal and extraneal viaflex therapies were ongoing. At the time of this report, the patient was recovered from the event and discharged from the hospital. No additional information is available.